Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient fell and hurt their arm due to feeling lightheaded. It was determined that after a switch from bipolar to uni-polar the right ventricular (rv) lead had high rate episodes showing pacing inhibition and high impedance. The patient is pacer dependent. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.